Event description:
The customer reported that the remote alarm connector on the back of ventilator is loose. The customer reported that there was no patient involvement and the unit alarmed. The respironics service technician verified that connector is loose. The service technician replaced the main printed circuit board to correct the problem. Performance verification and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.